Event description:
It was reported that the device was used during a lung resection. It was reported by the rep that the ets45 jammed on tissue and wouldn't release. When it finally released, it did not fire staples. The surgeon opened a new instrument and it worked fine.